Event description:
A user facility reported to olympus that the high definition autoclavable camera head went dark during an unspecified procedure and stopped displaying an image. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found no image displayed due to a broken cable. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the image issue due to failure of the cable has been confirmed. It was surmised that the phenomenon indicated [the screen darkens during the procedure] may have occurred because the image function does not work normally. However, the underlying cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found no image displayed due to a broken cable. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the high definition autoclavable camera head went dark during an unspecified procedure and stopped displaying an image. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
B3, b5 - this report is being supplemented to provide additional information received from the customer.

Event description:
Customer response received and confirmed the event date of (B)(6) 2021. The procedure was total laparoscopic hysterectomy, cystoscopy. The intended procedure was completed using a different camera head. There was no delay, harm or medical intervention needed. The device was inspected prior to use.